Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported the patient was on impella 5.5 support via direct insertion. After the implant, the patient had bleeding from the surgical site. The patient had four units of packed red blood cells transfused and also received platelets. Heparin was withheld and support continued. The patient survived the surgery.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The product was not returned for investigation, and a data log review was not required for this case. According to the clinical report, the doctor sutured the site after bleeding was reported. The cause of the access site bleeding issue was most likely use related. Correction to the initial MDR MFR report #1220648-2024-16752: d4-corrected model number.